Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary/bowel dysfunction and fecal incontinence. It was noted that the patient's trial started on (B)(6) 2025. It was reported that the patient was experiencing communication issues between controller and ens. Removed and replaced batteries in ens. Would work a while but when patient would get back into my therapy app, system error message would reappear. This happened multiple times in one day but then did appear to function normal for 2 more days of the trial. Message reappeared after 2 days and handset and ens replaced. Additional information was received on 2025-apr-02 from a manufacturer representative (rep). When asked if the cause of the communication issues was determined they stated it was thought to be the a13 remote. They also stated that the most likely cause was unknown. When asked what steps were or will be taken to resolve this issue, they stated that the batteries were removed and replaced. The message reappeared several more times but did go away for 2 days but eventually returned. The handset and ens were replaced resulting in the issue being resolved. They noted that this issue was not resolved and was happening with other patients as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.